Event description:
The probe was placed into the patient. Due to the cystic nature of the kidney tumor, a drain was placed to drain cystic fluid from tumor. Arrays were deployed and user received an error message, "remove device from patient to purge or press mode to continue". Mode was pressed and the generator was used at the default settings of 105c target temperature and 250w. The tumor heated up nicely until average temp was around 80c, then wattage spiked from 100w to 250w over a 5-10 second period. Dr. Then noticed that the trocar was hot to the touch. He stopped the ablation and called the sales representative after discussion, he made incision larger to protect the skin and applied cold sterile water around the probe to try to keep it from overheating. The second attempt yielded the same results with water spike in wattage and heating of the trocar. A third attempt at the ablation was made where he lowered wattage to 100w to start the ablation and completed the ablation successfully by going up to a maximum of 140w. He was unable to reach target temp, so he lowered the target temperature to 100c. After a while, the pads max temp was 36 and ice packs were applied (no pad burn). A total of 3 ablations were performed and dr. Notice that the trocar was "warm" to the touch throughout the 3 successful ablations, but no skin burned occurred.